Event description:
Bayer case number: (B)(4). Numerous inflammatory pains in my pelvis [pelvic inflammation]. Essure remnants present [device breakage]. Pain in my right heel resembling a calcaneal spur [pain in heel]. Inflammatory pains in my shoulder joints [pain in joint involving shoulder region]. Chronic tiredness [tiredness]. Foggy feeling in head [foggy feeling in head]. Persistent overweight, [overweight]. Cognitive disturbance [cognitive disturbance]. Case narrative: the below report was received by health authority ansm (reference number: r2611159) on 20-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic inflammatory disease ("numerous inflammatory pains in my pelvis") and device breakage ("essure remnants present") in a 48-year-old female patient who had essure inserted (lot no. C68120) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, she experienced pelvic inflammatory disease (seriousness criterion intervention required), pain in extremity ("pain in my right heel resembling a calcaneal spur"), arthralgia ("inflammatory pains in my shoulder joints"), fatigue ("chronic tiredness"), brain fog ("foggy feeling in head"), overweight ("persistent overweight,") and cognitive disorder ("cognitive disturbance"). The patient was treated with surgery (to remove essure) and essure was removed on (B)(6) 2023. On (B)(6) 2026, patient stated that, essure remnants present (device breakage) (seriousness criterion medically important). At the time of the report, the pain in extremity had resolved and the fatigue and cognitive disorder had not resolved. The outcomes for pelvic inflammatory disease, arthralgia, brain fog and overweight were unknown. No causality assessment was received for essure with regard to pain in extremity, arthralgia, pelvic inflammatory disease, fatigue, brain fog, overweight, cognitive disorder or device breakage. The reporter commented: current patient status: following an abdominal x-ray without contrast on (B)(6) 2026: essure remnants present. Persistent inflammation, tiredness and cognitive disturbance. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124 kg. [Abdominal x-ray] on (B)(6) 2026: two small areas of increased density are visible in the pelvic region on either side of the midline; these may correspond to essure devices. This finding should be compared with the devices in place. No spontaneously visible abnormalities of the abdominal visceral contents. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.